Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. The cause for the messages was broken solder connections on components u900 and u413. The root cause for the broken connections cannot be positively determined. No adverse event resulted from the disruption in communication. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's grandson contacted zoll customer support to report that the patient was receiving check therapy pad messages. The patient was issued a replacement monitor.